Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off without alarm while being plugged into red outlet and fully charged batteries. The iabp was off for about 18 minutes before restarting. At first attempt to restart the device would not restart. At 2nd attempt to turn on it turned back on and again showed full batteries. The device connections were checked and all were found secure. The iabp was taken out of service and sent to biomed after the console was found in an off state. There was no patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) information regarding a valid serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h3, h4, h6, h10. The unit was sent to the customer biomed engineer (se) for evaluation. The se was unable to reproduce the failure. The se found no evidence of alarms based off the device alarm history. The unit was tested for 24 hours and was then cleared for use. H3 other text : customers biomed serviced the iabp.